Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligner caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological condition related to bone loss.

Event description:
Patient reported the following: the patient started treatment in (B)(6) 2020. Their dentist expressed their concern about the alignment, so they requested iti in 2023 and then underwent dental cleaning on (B)(6) 2024. After the cleaning, their dentist, dr. (B)(6) was concerned that teeth 23-26 had movement. Their concern led their dentist to take an x-ray, which shows the bone loss in their last x-ray in 2022. Their dentist recommended that the patient contact us about the bone loss and mobility in their lower anterior teeth before she creates a plan to avoid any further damage. Their dentist is also concerned that their teeth 24 and 25 are touching and pushing against each other. The patient stated that they forwarded this concern in (B)(6) 2023 and their treating orthrdontist advised that they did not have any concerns, and emails once again in (B)(6) 2024 that they are still having mobility damage. The dentist requested the patient to ask for their treating orthodontist's name, so they could reach out to them for information. After providing the names of their treating orthodontist, and informed them that they no longer work with candid, the patient asked if their dentist could speak to any orthodontist working with candid to discuss their treatment before she creates a plan for them.